Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer reported that the reservoir o-ring is missing and top piece is broken. The damage is located on the reservoir compartment. The customer reported damage to the insulin pump. The customer's blood glucose was unknown at the time of call. Troubleshooting was not performed. The insulin pump will returned for analysis.

Manufacturer narrative:
Unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, partially broken reservoir tube lip and stained end cap sticker.